Event description:
The patient underwent colo-vaginal fistula repair procedure (primarily diverticulitis) on (B) (6) 2010. End to end anastomosis was created with the car device 15 cm from the anal verge. The 2.5 weeks following the procedure ,the patient experienced abdominal pain. CT and re-operation indicated a leak that was originally sealed off by the small bowel - primary repair of loop colostomy was made.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.